Manufacturer narrative:
An event regarding fractured tip involving a rsa glenosphere impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the piston of the impactor broke in overload. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the fracture was due to overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon was impacting hard to the handle, after the glenosphere implant was engaged to the baseplate, the surgeon was testing it out and was levering to see if the glenosphere was engaged to the baseplate and next thing the handle came off from the glenosphere and realized that the threaded tip was snapped off and the remaining broken tip was left it in the glenosphere. He then decided to just leave it in the glenosphere in the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgeon was impacting hard to the handle, after the glenosphere implant was engaged to the baseplate, the surgeon was testing it out and was levering to see if the glenosphere was engaged to the baseplate and next thing the handle came off from the glenosphere and realized that the threaded tip was snapped off and the remaining broken tip was left it in the glenosphere. He then decided to just leave it in the glenosphere in the patient.